Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. Evaluation found the rear case back flex not properly seated into connector. Evaluation seated back flex into connector properly, and audio functioned as designed on low, medium and high. The back flex was secured properly with the audio functioning as expected. (B)(4).

Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient injury.